Event description:
It was reported that during a gastric bypass procedure, the device was fired with a grey cartridge and the staple line was oozy, the skin was gnarled up. The second firing was with a grey cartridge the device did not lay a clean cut line on the mesentery. The device produced a mangled looking staple and cut line. There was poor staple formation. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.